Event description:
The MFR received info alleging an everflo concentrator would not go above 3 liters per min. The customer did seek medical attention. The device has yet to be returned to the MFR for eval. A f/u report will be filed when the investigation is complete.